Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master (B)(4). The cause was determined to be a damage battery door. To correct the condition, the battery door was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an I-pump was observed with a damaged battery door. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.